Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation device, brown particles, weight to the spec and creases fold. Cloudy and bubbles in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Patient reported left side "badly swollen, causing severe pain," "higher than the right breast." And rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "badly swollen, causing severe pain," "higher than the right breast." And rupture. Device has been explanted.